Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing, the device fan had an abnormal noise. During review of the device history a s233 (over temperature) malfunction alarm code was confirmed in the device history. The probable cause of the malfunction alarm code s233 and abnormal noise was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device had multiple s233 (over temperature) malfunction alarm codes, and the fan was noisy. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan produced an abnormal noise, and a s233 (over temperature) malfunction alarm code was noted in the device history. No additional info was provided.